Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connecting and patient/orders were not crossing. A technical support specialist (tss) reviewed services and identified the net.pipe listener and net.tcp listener adapter services were not running. Started the required services, restarted w3 and external communication services, and ran the sql downtime query, which showed a high message backlog that began draining successfully. Verified pes and hsv functionality and updated notes on the main case. Customer confirmed resolution and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not connecting, and patient/orders were not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.